Event description:
A renegade catheter was going to be used for therapeutic purposes. During the procedure, while inserting microcatheter into guiding catheter, the microcatheter got stuck. At a later date, it was discovered that the catheter had fractured at the shaft. The procedure was completed with another device.

Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 4 december 2006 stating device was received with a fracture at the shaft of the catheter. As received, the unit was broken at 36cm and 37cm from the proximal end of catheter. A full dimensional check could not be carried out as the hub was not present and damage to the unit prevented measurements from being taken. However, the dimensional inspections which were carried out were in specification. A coating confirmation test was carried out and confirmed the presence of coating, however, coating damage was evident 59.5 to 61.5 cm from the distal end. Summary: further info relating to the complaint was requested and from the answers received, the following can be established: the catheter was checked when removed from packaging and no anomalies were noted, the guide wire was inserted into the catheter before the catheter was inserted into the guiding catheter, friction was felt advancing the guide wire and the inner diameter of the guiding catheter was .09. This reported defect will be monitored and trended through the monthly complaints review board.